Event description:
I would like to report a problem with bd insulin syringes. The way they are shaped at the part close to the needle is wrong because the shape traps air into the syringe, that is then injected into the patient. This can be very painful and dangerous. Getting all the air out is impossible because of the shape. Most but not all of the air may be removed by thumping the needle and using the plunger to push air out but a little always remains trapped. Look at the needle through a magnifying glass and you will see what I mean. Using these syringes without getting some air in the patient is impossible. Injecting air could cause air embolisms that could lead to death. Dates of use: 2000 -- 2009. Diagnosis or reason for use: diabetes.